Event description:
The caller reported that the cuff of the tracheostomy tube was placed in the patient and two days later, a leak was found. The tracheostomy tube was removed by the patient's family, and the patient was re cannulated. The used tracheostomy tube was discarded.